Event description:
Caller reported that a malfunction occurred on a pump with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, instructed the caller on how to put the pump into storage mode before returning it, and provided return instructions via ups. The caller understood and acknowledged all instructions, and a replacement pump was sent.